Event description:
Unomedical reference number (B)(4). Event occurred in france. On 20-may-2024, it was reported that the patient faced bent cannula issue. Patient was hospitalized for high blood glucose and ketoacidosis. No further information was available.

Manufacturer narrative:
E1 patient country - (B)(6).